Event description:
It was reported that the zimmer dermatome ii 2 inch width plate was bubbled/faulty after it was cleaned and sterilized. It was noted that the other width plates were sterilized and cleaned at the same time were fine. The product was not used. There was no report of patient injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow-up medwatch will be submitted once the investigation is complete.